Manufacturer narrative:
The device evaluation found the device failed the leak test on the connecter. A device history review revealed findings/no issues that could have caused or contributed to the reported issue. Based on the results of the investigation, the failed leak test on the connector is most probably traced to a component failure. A definitive root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed during the device inspection, that the camera head failed the leak test on the connector. There were no reports of patient involvement.